Event description:
Customer reported drawing air into the fluid delivery set when aspirating contrast, after they switch out a contrast bottle: they spike the bottle, allow the contrast to fill, and when they pull back on the syringe, they get air in the line. There has been no air injection or pt injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, it has not yet been examined, therefore, a failure analysis is not available. Upon examination of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.